Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for an unknown number of patient samples for several clinical chemistry assays. The results failed delta checks with the previous results for the patients. Of the data provided, only the results for one patient were discrepant. The initial mg2 magnesium gen.2 result was 0.8 mg/dl and the repeat result was 1.7 mg/dl. The customer refused to provide information regarding if any erroneous result was reported outside of the laboratory, but stated corrected reports were issued for 15 patients. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found an issue with the gear pump head which he replaced and adjusted. He checked the rinse volumes and probe alignments. He ran precision testing with all results within guidelines. The customer ran qc with results within the acceptable ranges.